Event description:
It was reported that the indwelling urethral catheter as instructed by the doctor 7ml of water was extracted from the balloon with an empty needle no liquid could be extracted again. There was a resistance when the catheter was gently pulled. The doctor repeatedly pumped back but still could not extract any liquid the doctor cut off the balloon inlet with scissors there was no fluid flowing out then the urinary duct was pulled out of the urethral opening of the patient and the size of the urinary duct balloon was about 4 into 4 cm. The patient complained of burning pain at the urethral opening. One day after observation the patient complained about relief of symptoms.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that only 7ml of water was extracted from the indwelling catheter balloon with an empty needle and no liquid could be extracted again. There was resistance when the catheter was gently pulled. The doctor repeatedly pumped back, but still could not extract any liquid, so the doctor cut off the entrance of the balloon with scissors as there was no fluid flowing out and then the urinary duct was pulled out from the urethral opening of the patient. The size of the urinary duct balloon was about 4.4cm. The patient complained of burning pain at the urethral opening. One day after observation, the patient complained of relief of symptoms.